Manufacturer narrative:
On august 24 2020, mentor became aware mistakenly on initial submission selected "no" for h5. The correct selection is "yes"; mentor devices are labeled for single use. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, generalized illnesses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent breast augmentation revision with a mentor memorygel 600cc silicone on the right side and unknown gel on the left prosthesis experienced fatigue, tiny bumps all over the body, suddenly sweats that comes and goes, feels hot, depression, left sided rupture post procedure. As a result, an explant was performed on the left side on (B)(6) 2016. At the time of this report, mentor has received no information regarding explantation or an expected explantation date of the right prosthesis. This report is for the left prosthesis.